Event description:
It was reported that the handpiece was overheating. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the spindle housing, which was replaced along with the rotor, driveshaft, and other components. Service did a clean lube, and adjust to the device, and the handpiece was repaired and returned to service.